Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleged headache and sinus infection while using the device. Medical intervention was prescription antibiotics. Manufacturer contact information has been updated. The device was returned to the manufacturer's product investigation laboratory for investigation. Power was supplied to the device and verified device powers on and provides airflow. An odor was detected during confirmation of air flow. Interior investigation showed unknown contaminant on ui panel, blower box, on and inside the blower, and on the blower seal. Sound abatement foam breakdown was observed through the filter area of the blower box. Product investigation lab was able to confirm the presence for degraded sound abatement foam residue in the base unit. The manufacturer is unable to directly address the alleged symptoms or complaint. Please see sections d9, g1, h3 and h6 for this updated information and coding.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop a sinus infection. The patient was prescribed antibiotics in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.